Manufacturer narrative:
The reported reader (B)(4) has been returned and investigated for the reported error and frozen display. Visual inspection has been performed on the reader and no issues were observed. Data was successfully extracted using the usb cable. A built in reader test was performed, all results passed and no errors were observed. A frozen display was not observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message and display issue was reported with the freestyle libre 2 reader. Customer reported receiving an error-2 message and that the meter display was frozen on the homepage. Customer was unable to obtain readings and as a result, experienced a loss of consciousness requiring treatment of glucagon, glucose gel, and sugar and carbohydrates by a third-party. There was no report of death or permanent impairment associated with this event.